Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's outlet side panel was replaced to address the issue. During the evaluation during the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated with dirt and was replaced to address the issue. Additionally, not related to the above issues, there was damage observed on the internal battery door and the blower assembly was found to have dirt contamination. The components were replaced to address the issues.